Event description:
Per the complaintant, "a nurse at the facility reported that while preparing materials for flushing lines, nurse found several syringes with tip caps off the syringe and in the bag." The syringes were not used and there was no pt involvement.